Event description:
It was reported that shaft break occurred. The target lesion was located in a moderately calcified right coronary artery. During the procedure, a 38 x 3.50 promus elite drug-eluting stent was advanced to treat the lesion, however; while advancing the stent, it was noticed that the shaft was broken. The procedure was completed with another 4 x 38 promus elite drug-eluting stent without any patient complications reported.